Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level. It was also reported that an additional occlusion alarm occurred. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.